Event description:
It was reported that the patient experienced increased baseline pain due to a missed refill. The patient missed a refill and at the time of the report the pump had been sounding the empty reservoir alarm for 3 days. The patient's pump was filled with saline until it could be filled with medication to run at the same rate. The patient was hospitalized and was treated with intravenous patient-controlled analgesia (pca). Two days later the patient remained hospitalized and was 'doing fine' per the reporter. The device system was used to deliver morphine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).